Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual revealed a convexity at approximately 805mm - 814 mm from the distal end. The convex part was divided into section a, b, and c depending on the thickness level and the length of each was confirmed as: section a: approximately 3 mm, section b: approximately 1 mm, section c: approximately 5 mm, total: 9 mm. The outer diameter of each section was confirmed as: section a: approximately 1.1 mm, section b: approximately 1.2 mm, section c: approximately 1.0 mm. The outer diameter on the remainder part was confirmed to meet the specification. Magnifying inspection of the convex part revealed: section a seemed to have been turned back, section b was in a convex shape, section c seemed to have been ripped off. Electron microscopic inspection of the convex part revealed no abrasions on the surface. The convex part was split lengthwise and the cross section was observed with ccd. Section a: the distal end had been turned back and the layer was triple. Section b: the layer was quadruple, and space was observed among them. Section c: the layer was double. Electron microscopic inspection of the convex part after split revealed no abrasion on the outer and inner surface. The outer and inner surfaces of the convex part were subjected to qualitative analysis by ft-ir. The outer surface showed ir spectra similar to that of the urethane outer layer of radifocus guidewire m. The inner surface showed ir spectra similar to that of the m-coating layer of radifocus guidewire m. It is likely that the convexity was caused due to the everted and overlapped outer layer of the actual sample. Magnifying inspection of the section other than the convex part confirmed there was not any anomaly in the appearance including a peeling of outer layer, reproductive testing was performed and a guidewire m sample combined with a metal torque device was manipulated so that to be exposed to a pulling and pushing loads. As a result, the urethane outer layer was become everted and overlapped, which was similar to that of the convex part of the actual sample. IFU states: do not slip a tightened up torque device or y-connector over the wire, as this may result in damage to the wire. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a metal torque device after combined with the actual sample was tightened, and then the fixing position was changed. Due to this, the actual sample was exposed to pushing and pulling load, which resulted in the peeling and eversion of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: medical assistant. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire was used during the procedure. It was a right leg arteriogram; lcf access. Upon attempting to use glidewire with an omni flush, a piece of the jacket on the wire was noticed to be missing. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure outcome was successful. Additional information was received on 08sep2020. It was noticed before the wire was inserted into the patient's body. They used a different wire to continue the procedure as intended.